Manufacturer narrative:
This patient was noted to have an stj measuring 24mm with heavy calcification on the anterior side. The patient's non-coronary cusp was also noted to be heavily calcified. At the time of deployment of the first sapien valve, the valve was positioned 50:50. During valve deployment balloon inflation was held for 5 seconds, ventilation, and there was no loss of pacing capture. Echo and fluoro images are pending review for a possible root cause investigation of the reported valve embolization event. However, it was stated that the first sapien valve was undersized resulting in severe pvl. In addition, d/t severe calcification of the non-coronary leaflet, post-dilation of the valve was unsuccessful in reducing the pvl. Placing the wire outside of first valve, with the thought of deploying a coil in the pvl space, caused the valve to embolize into the ventricle. Investigation is in process.

Manufacturer narrative:
Imaging was submitted to edwards lifesciences for review. The cine images were reviewed and observations and impressions were made based on the submitted images. The observations of the imagery are as follows: the patient was noted to have, severe aortic valve calcification, severe aortic root calcification, a porcelain aorta and, no mitral annular calcification (mac). The coaxial alignment was observed to be fair with moderate lateral bias. The first edwards sapien valve was positioned 60:40 aortic and the valve moved during deployment to a 70:30 aortic position. During deployment there was no loss of pacing capture and ventilation was held. Post deployment angiogram demonstrated significant aortic regurgitation (ar). Post dilation was performed without significant improvement in the ar. The subsequent cine image demonstrated a free floating embolized valve in the left ventricle (lv). During the 2nd sapien valve implant coaxial alignment was improved with the valve positioned in a 55:45 aortic position. There was no loss of pacing capture and the ventilation was held. No valve movement was observed during deployment and post deployment angiogram demonstrated ar. The impressions of the imagery are as follows: there were no cine images demonstrating the embolization of the 1st sapien valve into the lv. Procedural factors such as annular positioning (too ventricular), loss of pacing capture, and failure to hold ventilation, did not appear to be contributing factors. Valve under-deployment is another possible risk factor but this cannot be confirmed based on the images reviewed. Per the edwards sapien valve instructions for use (IFU) and the thv training guide, valve embolization and paravalvular leak (pvl), are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are several patient and procedural factors that alone or in combination can cause or contribute to aortic malposition and/or embolization, including improper positioning prior to deployment, under-sizing of valve, poor image intensifier angle (iia), poor coaxial alignment of the valve/delivery system, severe septal hypertrophy, minimal valve calcification, and loss of pacing capture. In many cases the pvl is mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. Procedural training instructs the operator on proper positioning and deployment of the valve, including all procedural considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training also includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In addition the physicians are trained to verify post deployment position of the prosthetic valve to assess for balloon dilatation requirement. The training manuals state that some pvl is expected post deployment and to consider repeat balloon expansion if the pvl is severe. The exact cause of the reported event cannot be determined based on the available information and the images provided for review; however, in addition to procedural factors, such as possible under-deployment of the sapien valve, patient factors of severe aortic valve and root calcification, , could have caused or contributed to the event. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. Should additional information be received, this case will be investigated for root cause of the event. Please note: the initial MDR was submitted under FDA report number: 2015691-2012-18752.

Manufacturer narrative:
Imaging was submitted to edwards lifesciences for review. The cine images were reviewed and observations and impressions were made based on the submitted images. The observations of the imagery are as follows: the patient was noted to have, severe aortic valve calcification, severe aortic root calcification, a porcelain aorta and, no mitral annular calcification (mac). The coaxial alignment was observed to be fair with moderate lateral bias. The first edwards sapien valve was positioned 60:40 aortic and the valve moved during deployment to a 70:30 aortic position. During deployment there was no loss of pacing capture and ventilation was held. Post deployment angiogram demonstrated significant aortic regurgitation (ar). Post dilation was performed without significant improvement in the ar. The subsequent cine image demonstrated a free floating embolized valve in the left ventricle (lv). During the 2nd sapien valve implant coaxial alignment was improved with the valve positioned in a 55:45 aortic position. There was no loss of pacing capture and the ventilation was held. No valve movement was observed during deployment and post deployment angiogram demonstrated ar. The impressions of the imagery are as follows: there were no cine images demonstrating the embolization of the 1st sapien valve into the lv. Procedural factors such as annular positioning (too ventricular), loss of pacing capture, and failure to hold ventilation, did not appear to be contributing factors. Valve under-deployment is another possible risk factor but this cannot be confirmed based on the images reviewed. Per the edwards sapien valve instructions for use (IFU) and the thv training guide, valve embolization and paravalvular leak (pvl), are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are several patient and procedural factors that alone or in combination can cause or contribute to aortic malposition and/or embolization, including improper positioning prior to deployment, under-sizing of valve, poor image intensifier angle (iia), poor coaxial alignment of the valve/delivery system, severe septal hypertrophy, minimal valve calcification, and loss of pacing capture. In many cases the pvl is mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. Procedural training instructs the operator on proper positioning and deployment of the valve, including all procedural considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training also includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In addition the physicians are trained to verify post deployment position of the prosthetic valve to assess for balloon dilatation requirement. The training manuals state that some pvl is expected post deployment and to consider repeat balloon expansion if the pvl is severe. The exact cause of the reported event cannot be determined based on the available information and the images provided for review; however, in addition to procedural factors, such as possible under-deployment of the sapien valve, patient factors of severe aortic valve and root calcification, could have caused or contributed to the event. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. Should additional information be received, this case will be investigated for root cause of the event.

Event description:
As reported via the edwards clinical specialist, during a transfemoral transcatheter aortic valve replacement (tavr) procedure, post deployment of the edwards 23mm sapien valve, a large posterior paravalvular leak (pvl) was noted via angio. In an effort to resolve the leak, the patient experienced a series of adverse events. The initial attempt involved post dilation of the sapien valve, which resulted in one episode of ventricular tachycardia. The patient was successfully defibrillated and CPR was performed. An attempt was made to plug the pvl which caused the sapien valve to embolize into the left ventricle (lv). While controlling the valve in the ventricle the retroflex3 transfemoral sheath backed out approximately 15cm. The sheath was re-advanced causing perforation of the right common iliac artery (rcia). A stent was deployed to resolve the perforation. A second 26mm sapien valve was deployed successfully with noted mild pvl. A hemostat was inserted through the apex and the embolized valve was successfully captured and removed through the apex. During this time, 10 units of blood were transfused and the origin of the bleed was not confirmed. Finally, the patient was pronounced dead after 8 hours of effort. According to the case summary, the annulus was measured to be 21.4mm via echo (tee). The operators decided to proceed with a 24fr retroflex3 sheath. The sheath was inserted in the right femoral artery (rfa) and a bav with contrast was performed using a 22mm non-edwards balloon. There was no contrast around the balloon, hence the operators selected a 23mm sapien valve. The valve was deployed without an incident. However, there was a wide pulse pressure. Echo revealed a large posterior pvl jet and root angiography revealed severe ai. Post dilation was performed with 1ml of additional contrast without an effect. There was one episode of ventricular tachycardia for which the patient was defibrillated successfully and CPR was performed for approximately 2 minutes while bypass canulae were placed. At this point the operators cut the suture holding the retroflex3 transfemoral sheath in place and this was not re-sutured. A guide wire was passed into the paravalvular space using fluoro and tee guidance. But while the operators were attempting to position a guide catheter, the valve embolized into the left ventricle. The embolized valve was not on a wire and multiple attempts were made to wire the valve in order to orient the valve in a safe direction. The operators were able to pass the wire through the valve but were unable to get the valve to turn so that the outflow portion of the valve stayed oriented correctly. During the maneuvering, the sheath backed out approximately 15cm. The introducer was inserted into the sheath and the sheath was re-advanced. A sudden drop in pressure was noted and a vascular injury was suspected. A stent was placed to resolve the perforation. Then a 26mm sapien valve was deployed and mild pvl was noted. At this point the pulse pressure narrowed. A mini-thorocotomy was performed, a hemostat was inserted through the apex, and the embolized valve was successfully removed through the apex. During this time the patient had issues with low blood pressure and volume. 10 units of blood were transfused but the source of the bleeding was not confirmed. Shortly after the valve was removed, the pressure dropped into the 40¿s and the patient was unable to be revived and was pronounced dead after 8 hours of effort